Event description:
It was reported that the attempted right ventricular (rv) lead&#38112;helix was unreliable and it could not be confirmed on fluoroscopy that it had extended. The lead had dislodged three times. The lead was removed and a different lead was implanted. It was also reported that an attempted left ventricular (lv) lead dislodged during slitting. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent and became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.